Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 325cc, catalog number 3543257, lot number 212012. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary procedure with a gel mentor memorygel breast implant 325cc and experienced bilateral rupture. The rupture was diagnosed by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 212012 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4)

Manufacturer narrative:
On (B)(6) 2022 pc was updated adding recognized procedural complication and pec from rupture (post-implant) to silent rupture (post-implant) as per correct coding. Manufacturer¿s reference number: (B)(4).